Event description:
Consumer reported unspecified complaint, stating that the true metrix meter was not working as intended. Customer did not have the products available at the time of the call and was unable to provide meter serial number and test strip lot information. At the time of the call the customer reported having a headache; medical attention was not needed at the time. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.